Event description:
It was reported that after treatment with a phoenix machine, a patient experienced an excessive fluid removal of 2.3 kg. No alarm was triggered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to b7, h3, h6 and h10. The device was inspected and evaluated onsite by a qualified baxter technician. The ultrafiltration (uf) vessel was observed to be out of calibration and the technician recalibrated to resolve the issue. The cause of the condition could not be determined. A service history review was performed and revealed that one similar event occurred. Should additional relevant information become available, a supplemental report will be submitted.